Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported false susceptible sxt results for e. Coli and klebsiella when tested with the vitek 2 ast-n244 test kit. Retesting produced the same results. The laboratory reported that it always performs atb disc test in parallel with vitek 2 ast testing. Testing of the patient isolate via atb disc produced a result of resistant. The laboratory reported the atb disc results to the physician; the vitek 2 result was not used in patient treatment decisions. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to the patient's state of health. Culture submittals have been requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated.